Event description:
It was reported that the insulin pump has cracks near the reservoir window. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. No button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.